Event description:
Patient with complication (abscess and inflammation) at site of previous surgery where mesh was implanted. Per surgeon, the term "erosion" is what is used in icd9cm, but is not very accurate. The abscess was cultured, no growth. The mesh was surgically removed 5 months later.